Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 mm graftmaster stent delivery system (sds) was inserted to treat a perforation in the left anterior descending coronary artery, but it met resistance with the guide catheter and could not exit the guide catheter. It was decided to remove this sds, but resistance was met during removal with the guide catheter, so the guide wire and sds were simultaneously removed together as a unit. Outside the anatomy, the sds was able to be removed from the guide wire. It was noted that the graftmaster stent was loose on the sds and the stent had shifted proximally on the sds balloon. The stent was no longer between the balloon markers. The sds was replaced with a 2.8 x 16 mm graftmaster over the same guide wire to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the guiding catheter resulted in the reported difficult to advance and difficult to remove. Interaction and/or manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.